Event description:
A potentially failed nim et tube from a case. After the patient was intubated, surgeon connected the leads to the nerve integrity monitor (nim) and is was not registering the vocalis 1 or 2 leads. Surgeon tried a second machine and I believe it reproduced the same result. The company advised testing a new tube and reintubating. A new nim et tube was tested under the direction of the vendor. This has not been recommended or required in the past (done by placing the et tube distal tip and the green ground electrode into a bowl of saline and doing the electrode check). The replacement tube passed the test and was used to reintubate the patient. The patient's green ground lead had been exchanged prior to reintubation. After this was done, the original tube was tested and passed the test.